Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor has the hospital alleged a device deficiency of the crescent ra catheter. Mc3 is committed to providing information to surgeons and ECMO specialists as we learn more about difficult surgical challenges encountered in the placement of the catheters and with the management of patients during vv-ECMO.

Event description:
The following event was described to the distributer. "A 4 month old male patient was cannulated with 13 fr crescent ra. Patients anatomy and diaphragm was inverted very low. Catheter was placed via x-ray and confirmed via echo post initial placement twice. Cardiologist confirmed placement was correctly in right atrium per IFU, although a little low in the atrium. The cannula is not thought to be the issue. The patients condition is thought to be the issue. Cannula flow was fine per doctor and placement was confirmed to be correct. Doctor who placed cannula was trained as well as entire staff. Only theory mentioned: as the res setting rose, the diaphragm and heart always rose which inversely meant that the cannula may have lowered. Patient death is posted as perforation of ivc." Four other catheters from this same lot number had no complications. These 5 catheters were used on the only 5 cases at hospital thus far.